Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 22 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 12 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 34 malfunction events, where it was reported the device experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
This supplemental is being filed to include an additional results code following the completion of a device investigation. Section h codes have been updated. 2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this. 1 device that was pending was evaluated and it was determined the device experienced [enter not reportable hazard here], which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 35 to 34.

Event description:
This report summarizes 34 malfunction events, where it was reported the device experienced accessible ac current. There was no patient involvement.

Event description:
This report summarizes 35 malfunction events, where it was reported the device experienced accessible ac current. There was no patient involvement.

Manufacturer narrative:
The number of events has been updated to include an event previously reported on MFR report # 0001831750-2022-01106 following the completion of an investigation.

Manufacturer narrative:
The devices that were pending was evaluated and it was determined the devices experienced cosmetic damage, which is not reportable. Codes have been updated. Because of this, the number of reported events has been changed from 34 to 25.

Event description:
This report summarizes 25 malfunction events, where it was reported the device experienced accessible ac current. There was no patient involvement.